Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as may 25, 2011. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device lot number was documented as unknown in the initial report. The device lot number has been updated as 16054. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device failed the torque test and was beyond repair. The assignable root cause was determined to be component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an open reduction and internal fixation (orif) or proximal tibia surgery, it was observed that the torque limiting attachment device was clicking before the screw head was interfacing with the plate. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.